Event description:
Ous MDR - it was reported that approx. 1 month after the implantation this rv lead exhibited an increase of threshold and the atrial lead dislodged. A revision took place on (B)(6) 2018. Both leads were explanted and replaced.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the atrial lead revealed ligature marks approx. 18.5 cm distal to the is-1 connector pin with deformations of the outer conductor coil indicating a tight suture. However the insulation was intact, apart from cuts that most likely occurred during the explantation procedure. Furthermore the analysis of the ventricular lead showed a bend of the conductor coil between the ring electrode and the lead tip. Based on the characteristics it is assumed that this damage occurred during the explantation procedure. The analysis did not reveal any deviations that might have contributed to the reported clinical observations. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.